Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. During the evaluation of the device, the se reported that there was an issue with the touchscreen. A calibration was performed, but the issue was not resolved. The se replaced the touchscreen to resolve the issue. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
The suspected touchscreen was returned to philips for evaluation. The technician documented the following conclusion/root cause, "product investigation lab (pil) tech could not find any issues with touchscreen operations during the diagnostic check. The touch screen passed all diagnostics testing. Tech verified that the suspect touch screen passed the functional testing per test#3 in the service manual. Tech verified that the touch screen touch points are aligned on the standard test bed (stb). However, pil tech noted that touchscreen flex cable circuit resistance verification failed due to slightly out of spec resistance values. Pil could conclude that the suspect touch screen operates as designed, however, the resistance values were slightly out of specification during resistance verification testing."